Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (92 percent stenosis degree) in a severely tortuous rca. During stent insertion resistance was felt and the orsiro mission was removed together with the guidezilla. Upon re-insertion the stent dislodged from the balloon and deformation was noticed as well. The dislodged stent was removed.